Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's oxygen blending module board was found to be contaminated with dust. The component was cleaned to address the issue.